Manufacturer narrative:
This report is submitted on 5 march 2021.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2020. This report is submitted on 9 october 2020.

Manufacturer narrative:
This report is submitted on august 28, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved the implant remains in-situ.